Manufacturer narrative:
Section a: no patient was involved with the event. Manufacturer investigation conclusion: the reported event of the 11 volt backup battery (serial number (B)(6) having bent pins was not confirmed. The 11 volt backup battery was not returned for evaluation and no photos were submitted for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ instructs users to not use backup batteries that appear damaged. This section also describes the backup battery installation process. Section 5 ¿surgical procedures¿ also explains how to properly install the backup battery in the system controller. The heartmate 3 IFU and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The backup battery is manufactured by a vendor who maintains the device history records. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site detailed the 11 volt backup battery had bent pins. No further information was reported.